Event description:
It was reported the patient had a urinary tract infection. It was stated the patient also had dysuria and this was a new illness or injury. The patient was prescribed macrobid from (B)(6) 2012 and the patient¿s event resolved without sequelae on (B)(6) 2012.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-33, lot# v541122, implanted: (B)(6) 2010, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).